Manufacturer narrative:
The customer returned the suspected contour test strips from lot #: 9lj3b03b for evaluation. The suspected contour meter was not returned. Therefore, the in-house contour meter was tested with the returned test strips using a blood sample. Which gave e2 error messages, indicative of insufficient blood. The in-house contour meter was then tested with the in-house contour test strips from lot #: j3b03b, using a blood sample. Which gave a satisfactory performance. The returned test strips were observed under microscope. However, the test strips did not look compromised or contaminated. The returned test strips will be further evaluated.

Manufacturer narrative:
The event was further reviewed by analyzing the device history record for the suspected lot of test strips from lot # 9lj3b03b and no manufacturing anomalies were found. A surface analysis was performed on the returned test strips which showed silicon on the tips of the test strips. Silicon has a water repellent property, which may slow down filling of the test strips and may cause error messages and erratic test results. The cause of the event was attributed to the wrong usage of test strips by the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 2 minutes, she obtained blood glucose readings of 559 mg/dl on the contour meter and 136 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.